Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead exhibited noise on the shock channel, and a non boston scientific rv lead exhibited noise on the rate/sense channel, during an initial detection of a true ventricular tachycardia (vt) event. Intermittent noise was noted on the rate/sense channel after the shock was delivered as well, and noise was also noted on a subsequent non-sustained ventricular tachycardia (nsvt) event. It was noted that the patient was lifting weights at the time of the episode. Boston scientific technical services (ts) discussed that the lead had been implanted for ten years and the appearance of the noise may indicate a lead fracture, thus recommended bringing the patient in for lead testing. It was later noted that noise was reproducible with patient isometrics and ts discussed how the noise was beyond myopotential noise, indicating a lead issue. Additional information was provided that a revision procedure was performed. During the procedure, a lead fracture and subclavian crush were identified; therefore, the lead was explanted and replaced. The lead was discarded following the procedure and will therefore not be returned for evaluation. No adverse patient effects were reported.